Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was unable to be determined as insufficient clinical details were provided.

Event description:
A 65-year-old male patient was admitted with shortness of breath, chest pain, lightheadedness and a suspected acute myocardial infarction. The patient experienced ventricular tachycardia en route to the hospital. Coronary angiography revealed a lesion in the left anterior descending artery, treated by percutaneous coronary intervention, and an impella cp device was inserted in the cathlab. On day 4, an alarm indicated the device migrated into the aorta, confirmed by echocardiography. The impella was removed prematurely and the patient managed medically. Removal was uneventful. No information was provided regarding the cause of device migration or the patient¿s condition after removal.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received indicated that all available details have been provided, and no further information is available. Correction. D1 brand name was corrected accordingly.